Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficult to remove and stent stretching could not be confirmed as the stent was already deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal resulting in the tip catching on the stent resulting in resistance and stretching of the stent during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, 80% stenosed common femoral artery. An unspecified armada 18 percutaneous transluminal angioplasty (pta) balloon was used for pre-dilatation without issue. A 6x40mm supera self-expanding stent system (sess) was advanced without resistance, and the stent was deployed. However, the nose cone tip faced resistance with the now implanted stent during removal, which stretched the stent less than 10%. The sess was removed without further issue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.